Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet repeatedly issued alert 38 indicating a motor stall, and after restarts the alert recurred; during a tubing fill attempt an ¿unable to proceed¿ occurred at 100 units, consistent with a failure to infuse associated with the motor component, and the user completed a full 23-inch infusion set change with successful cartridge fill, visible drops, cannula fill, and resumed insulin, with a reported blood glucose of 213 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.